Event description:
The manufacturer received product performance data due to the reported alarms and low flows. The controller subsequently tested out of specification during manufacturer's analysis. The controller was removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: the pump, outflow graft and controller were not returned for evaluation. Review of the controller log files revealed a sudden decrease in power consumption on (B)(6) 2018 leading to parameters below the normal operating range. A steady rise in power consumption was observed after the decrease, which led to a sudden increase in power consumption on 08-dec-2018 leading to parameters above the normal operating range. 65 low flow alarms have been logged since 26-nov-2018 and 101 high watt alarms have been logged since 08-dec-2018. Additionally, 1 vad disconnect alarm was logged on 09-dec-2018 at 07:51:37, indicating the physical disconnection of the driveline from the controller. 1 vad stopped alarm was logged on 09-dec-2018 at 07:54:07 due to a failure of the pump to restart. As a result, the reported "low flows", "high power", and "vad stopped" event were confirmed. Of note, it was reported by the site that a CT scan revealed a kink in the outflow graft, and that low flows persisted after the graft was straightened. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the historical review of similar high power events, the most likely root cause of the high power event may be attributed to external factors such as thrombus formation/ingestion. The low flows may be attributed to thrombus at the inflow cannula which likely got ingested into the pump, further triggering high watt alarms. The most likely root cause of the vad disconnect alarm can be attributed to a physical disconnection of the driveline from the controller. A possible root cause of the vad stopped alarm can be attributed, but not limited to, thrombus ingested into the pump, preventing the pump from restarting. Additional products: outflow graft 371111-8343 dev rtn to MFR? No , FDA method code(s): 4112, 4114 ,FDA results code(s): 213 , FDA conclusion code(s): 4310 brand name: heartware ventricular assist system ¿ controller 1.0 , controller 1.0 / con101688 / model #: 1403us / catalog #: 1403us / expiration date: 31-oct-2016 UDI #: (B)(4) device available for evaluation: no device evaluated by MFR: yes dev rtn to MFR? No mfg date: 31-oct-2015 labeled for single use: no ,patient code(s): c76143 , device code(s): c64343 ,FDA method code(s): 4112, 4114 , FDA results code(s): 213 , FDA conclusion code(s): 4310 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ outflow graft, outflow graft /(B)(4) / model #: 1125 / catalog #: 1125 / expiration date: 2020-11-30, UDI #: (B)(4), mfg date: 2015-11-30, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an abrupt drop in flows. The patient was admitted and a computerized tomography (CT) scan revealed a kink in the outflow graft. An outflow graft revision was performed, and the graft was successfully straightened. It was further reported that the patient's low flows persisted, and on (B)(6) 2018 the patient began experiencing a drastic increase in power associated with several high watt alarms, as well as a "vad stop" alarm. A controller exchange was performed following the "vad stop" alarm but the pump would not restart. A transesophageal echocardiogram (tee) revealed that the patient's left ventricular function had adequately recovered, and so the outflow graft was subsequently ligated and the ventricular assist device (vad) was left off. No further patient complications have been reported as a result of this event.